Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock and generator were replaced. Also, the collimator was calibrated. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message. No report of pt injury.